Event description:
It was reported that on (B)(6) 2026, a patient presented with functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully placed. Upon deployment a leaflet tear was visualized. A second mitraclip was implanted successfully to stabilize the first clip but was unsuccessful at reducing the mr. The procedure was discontinued, the final mr remained the same. There were no clinically significant delays reported. On an estimated date, 01 march 2026, the patient was declared dead.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). Based on the available information, the cause for the reported tissue injury could not be determined. The cause of the reported death appears to be related to heart failure. However, the cause of the reported heart failure could not be determined. The reported patient effect of tissue injury, heart failure and death are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully placed. Upon deployment a leaflet tear was visualized. A second mitraclip was implanted successfully to stabilize the first clip but was unsuccessful at reducing the mr. The procedure was discontinued, the final mr remained the same. There were no clinically significant delays reported. On an estimated date, (B)(6) 2026, the patient was declared dead.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.